Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
The customer reported due to receiving erratic readings on their freestyle lite blood glucose monitor they experienced headaches, dry mouth and frequent urination. Customer reported receiving readings of 33 mg/dl, 37 mg/dl, 203 mg/dl and 72 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The customer self treated with their normal diabetes medication and tylenol. There was no report of death, serious injury or third party medical intervention associated with this event.